Event description:
According to the report, the surgeon was on his 5th channel with the sologrip iii handpiece when the fiber failed to go through the myocardium. Another handpiece was used and it reportedly failed after 4 channels were created. No one was injured and there was no impact to the patient. This report represents the second of the two handpieces.

Manufacturer narrative:
According to the report, the surgeon was on his 5th channel with the sologrip iii handpiece when the fiber failed to go through the myocardium. Another handpiece was used and it reportedly failed after 4 channels were created. No one was injured and there was no impact to the patient. This report represents the second of the two handpieces. The handpieces were not returned and serial numbers were not provided. A manufacturing records review of possible units used in the surgery was performed to determine if there were issues during manufacturing that could be attributed to the reported event. There were no issues during manufacturing noted in the device history record for any of the lots possibly available at the time of surgery. Since the devices were not returned, an evaluation of the handpieces could not be performed. The cause of the damage reported is most likely from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within in the handpiece. When the laser is pulsed extreme heat is produced resulting in charring of the fiber. As a corrective action, an attention label is now adhered to the device packaging. The label provides additional handling instruction designed to prevent a recurrence of this type of event. At the time the report was received, cardiogenesis did not believe the event met the reporting requirements of 21 cfr 803. The event did not involve injury to the patient, user, or any other individual. Furthermore, the event was considered to be of a nature such that a recurrence could not reasonably be expected to cause injury or death because no potentially harmful conditions were reported.